Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range pace impedance measurement and high thresholds. Technical services discussed increasing the out of range impedance threshold as no oversensing occurred. No adverse patient effects were reported.